Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, the exact value was not provided. Glucose tablets were consumed to address low bg level. The customer stated that the low bg level was likely due to a high carbohydrate ratio setting or due to an extended bolus that was delivered.